Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge with 300 units of insulin. The customer's blood glucose level was 155 mg/dl. Reportedly, the cartridge was reloaded and the insulin gauge displayed an accurate fill estimate.